Event description:
Pt had esophagoscopy for dysphagia. The pt has been dilated with balloon dilatation catheter. Blood was observed in the esophagus. Barium swallow indicated 1cm localized thoracic esophagus approx 3cm above the level of the gastroesophageal junction. The pt was taken to surgery for repair. She had bronchoscopy; thoracotomy; exploration of esophagus; hiatal hernia repair. Chest tube was inserted. She is in ccu & is improving.